Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the reamer drill bit broke during surgery. No fragments were left in the patient this was reported to have increased the surgery time by five minutes while a new device was opened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.